Event description:
It was reported that intermittent occlusion alarms. Reportedly, the customer was hospitalized with diabetic ketoacidosis. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.